Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle retraction problem with catheter breakage. The following information was provided by the initial reporter: iag not retracting properly. It is getting caught and causing clinicians to use multiple ivs to have a safe retraction. Describe patient /(hcp) / user impact: more sticks, broken IV.